Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) was working with the patient on the first attempt to charge the implantable neurostimulator (ins) following implant about one week ago. When they tried to start a charging session, the recharger did not make a connection. They have tried different locations for the recharger and applied pressure to the recharger but they could not get a connection. They attempted to use a second recharger and the device responded in the same way. During the call, they tried to start a charging session and the recharger connected to the ins for a moment and then disconnected. The ins was in the left abdomen. Information about charging and that they may need to allow the ins site more time to heal was reviewed. The issue was not resolved.